Event description:
Two stents were placed in my heart artery at (B)(6) about the (b)64) approx. I was not kept overnight. The very next morning I had the same (but worse) symptoms as before the procedure, I was given heparin for 6 hours when I began to feel better. Then without my permission I was taken back to the cath lab and recatheterized by a dr. (B)(6). Later that night, I was discharged without any further heparin. Two days later, I went to the (B)(6) hospital with the same chest pain as two days earlier. Again I was given heparin. Several hours later, I felt somewhat better. The (B)(6) admitted me for 2 more days. I was on heparin during that stay. I felt normal for the first time after this second hospitalization and have so far not had any adverse symptoms. The head doctor at (B)(6) came to see me at the (B)(6). I told him about my improvement of symptoms while on heparin and that I thought that the problem both times was a partial clot from the stent (boston scientific). He denied that he thought that was the problem. Whatever the cause, it happened while I was taking both plavix and aspirin as directed. I believe the cause of my 2 post operative stents were caused by either a clot or adverse to the stent or its coating.